Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester tested on the inratio2 meter and obtained a 2.4 inr result. Pt had a nosebleed, went to the doctor the next day and got a venous lab test result of 6.5 inr. Twelve to eighteen hrs in between meter and lab testing. Therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.